Event description:
At the 6-month postoperative visit, radiograph images revealed an expandable cage collapse. The patient remains asymptomatic, and no revision is planned at this time.

Manufacturer narrative:
The implant remains in the patient, and a radiograph image was provided, which confirmed the complaint. A review of the device history records revealed no manufacturing or processing-related irregularities. The implants were manufactured and released in full compliance with design specifications. The root cause could not be determined. Alphatec spine is submitting this report to comply with FDA regulations 21 cfr 803. Reasonable efforts have been made to include all available relevant information. Any fields left blank were unknown at the time of this submission. A supplemental report will be submitted if additional information becomes available.